Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the right rotator cuff repair surgery,opened the packing(did not use on the patient), noted the suture was loose, which result the anchor was not connect with shaft tightly. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However video was provided. Upon visual inspection of the video, the device was observed that suture was loose what makes impossible that the anchor can be connected with the driver shaft firmly. The complaint reported was confirmed. The video do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The possible root cause for the reported failure can be attributed to the low tension applied in the suture. However, this cannot be conclusive determined.   A manufacturing record evaluation was performed for the finished device [5l95538] number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: (B)(6). UDI:(B)(4).

Event description:
It was reported by affiliate via phone, that during rotator cuff repair surgery, when they opened the packing of three 4.5 healix br anchor w/orthocord (did not use on the patient), noted the suture was loose, which result the anchor was not connect with shaft tightly. The surgeon tightened the suture manually. No surgical delay or patient consequences reported. No additional information could be provided.